Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump could not be rewound. The blood glucose reading was 209 mg/dl. Customer also reported that the belt clip had broken. Nothing further was reported.